Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 01-mar-2023. H6. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2348976 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and other complaints have been taken on batch 2348976 for contamination. Retention samples from batch 2348976 were not available for inspection. Forty-six plates from batch 2348976 were returned as two sleeves (one opened, one unopened) and 26 loose plates rubber banded together in an insulated shipping box with ice packs. Plates were inspected and 33/46 plats had surface and subsurface bacterial contamination (time stamps 0146 and 0147). Three affected plates were submitted to the ID lab and leucobacter aridicollis and stenotrophomonas rhizophila were identified. Eight photos also were received for investigation. Three photos each show the agar surface of an opened plate with surface and subsurface bacterial growth. The other five photos each show the bottom of a plate from batch 2348976 (time stamp 0147) with the plate print featured for batch verification and growth visible. This complaint can be confirmed for contamination. This complaint can be confirmed for a torn sleeve and contamination. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination.

Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was contamination. The following information was provided by the initial reporter: media 221261 lot 2348976 bacterial contamination.

Manufacturer narrative:
Common device name: culture media, non-selective and non-differential. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was contmination. The following information was provided by the initial reporter: media 221261 lot 2348976 bacterial contamination.